Event description:
During an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, the cutting wire broke as the physician was attempting to bow the device. The patient is fine.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined. Additional information was received from the user facility. It is unknown if the device came in contact with any other device or if the device was rotated during the procedure. There was no indication that the anatomy was tortuous.